Event description:
A customer contacted baxter's technical service center regarding air in line that appeared on the home choice during use (patient not connected). The home patient (hp) wanted to end the therapy and start over with new supplies. The technical service representative assisted the hp with ending the therapy. The homechoice was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed and duplicated. The assignable cause is a defective air in line printed circuit board, causing an intermittent failure code 814:04. The ail pcb (air in line printed circuit board) was replaced, calibrated and verified. (B)(4).

Event description:
On (B)(6), 2010 the facility's representative reported to baxter global technical services one colleague infusion pump in which failure code 814:04 occurred during patient therapy. Therapy was interrupted. The condition occurred in the nicu (neonatal intensive care unit). According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review reveled that this device has not been previously serviced for the reported condition of failure code 814:04. (B)(4).

Event description:
On (B)(6) 2010 the baxter field service technician serviced a colleague infusion pump for a battery issue. During baxter's review of the event history on (B)(6) 2010 for another report, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4).